Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed. Per tandem¿s t:slim x2 with control-iq user guide: "your pump is watertight to a depth of 3 feet (0.91 meters) for up to 30 minutes (ipx7 rating), but it is not waterproof. Your pump should not be worn while swimming, scuba diving, surfing, or during any other activities that could submerge the pump for an extended period of time." Per tandem¿s t:slim x2 with control-iq user guide: "do not use your pump if you think it might be damaged due to dropping it or hitting it against a hard surface. If you drop your pump or it has been hit against something hard, ensure that it is still working properly." H3 other text : device not returned.

Event description:
It was reported that a malfunction alarm occurred. Reportedly, the pump was submerged in water and dropped prior to the malfunction alarm occurring. The customer reverted to manual injections for insulin therapy. Customer¿s blood glucose level was 98 mg/dl.